Event description:
It was reported that the pcu had an error at post. Shortly after the pcu is turned on it has communication error and screen became blank. There was no information on patient involvement or patient impact.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd service.

Event description:
It was reported that the pcu had an error at post. Shortly after the pcu is turned on it has communication error and screen became blank. There was no information on patient involvement or patient impact.

Manufacturer narrative:
Additional information: imdrf annex a and d codes.